Event description:
It was reported that the patient underwent a two level anterior cervical discectomy and fusion (acdf) from c5 to c7 with instrumentation and non-medtronic interbody devices at c5/c6 and c6/c7. The middle locking ring broke on the plate during the screw insertion. The plate was not replaced. It was opted not to implant the middle screws in the plate. The procedure was completed without further complications.

Manufacturer narrative:
(B) (4): the plate remains implanted, but the locking ring on the plate was returned for eval. Microscopic examination noted witness marks on the side of the locking cap retaining tabs. Minimal witness marks on the outside and bottom of tabs, and little vertical deformation suggesting minimal retention force required to push out locking caps. Tab-to-tab width measurements measure approximately 3.5 & 3.6 mm respectively, and suggests minimal retention force required to push out locking caps, potentially contributing to the foregoing event. Tab deformation appears to be skewed to the right side.